Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, she experienced high blood glucose of 600 mg/dl. Customer stated that she had worn her infusion set for two weeks; she only wore it that long because, her supplies were running late. Customer declined to troubleshoot because she has already changed the infusion set. Nothing further reported